Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a procedure, the devices functioned as intended. There were no issues. The battery was removed from the device for disposal. After sitting overnight, the batteries were still warm to the touch.

Manufacturer narrative:
(B)(4). Battery pack was returned without the device. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore functional testing cannot be completed on the battery.